Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reading inaccurately low compared to another meter (hospital meter). The complaint was classified based on customer service representative (csr) documentation. The patient stated that she first became aware of the meter issue at 8.24 am on (B)(6) 2018, alleging that she obtained an alleged inaccurately low blood glucose result of ¿30 mg/dl¿ on the subject meter compared to ¿387 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that she manages her diabetes using insulin (humalog self-adjuster), and oral medication (metformin). In response to the alleged inaccurate low result, the patient reported that she stopped her medication and ate ¿20 sugar cubes and an apple juice¿ to try to raise her sugar levels. The patient reported that at an unknown time she developed symptoms of ¿bad headache, sweaty, nausea and cannot walk straight¿. The patient reported at 11 pm on (B)(6) 2018, she attended the emergency room. A blood glucose result of ¿387 mg/dl¿ was obtained on the hospital meter. The patient reported that she was treated with ¿IV fluids¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain the blood samples, the correct testing steps were followed, the test strips had been stored correctly and were not passed their expiry date. Csr noted the test strip vial was not cracked or broken. The patient declined to walk through a retest as she was not feeling well. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms and received medical treatment for a serious injury adverse event while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.